Event description:
The technician alleged the bed had a broken ground prong on the power cord plug. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.